Event description:
The patient reported sought medical attention at the hospital on (B)(6) 2025, due to the pod deactivating during the night for an unknown reason. He experienced blood glucose (over 400 mg/dl), vomiting, nausea, and very high ketones. His mother found him at 6 am and took him to the hospital, where he stayed in the intensive care unit (ICU) for 24 hours and was discharged on (B)(6) 2025. The treatment provided included intravenous (IV) insulin and fluids. The issue occurred while he was asleep, and his mother did not have the controller with her to check for alerts or alarms. The pod was worn between 4 and 24 hours on the infusion site.

Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.